Event description:
The patient contacted animas on (B)(6) 2012 reporting a low blood glucose level of 70 mg/dl with shakiness and sweating. The patient confirmed that the pump was not implicated in the event. The patient reported recently fracturing an arm and the patient was changing the basal rate without consulting a health care professional. The patient reported that a health care professional who advised the patient to decrease the basal rates. This report is made based on the allegation that the patient experienced hypoglycemia related to self adjustment of the insulin regimen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the black box started on 04/14/2015. The black box data/histories for the event have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.